Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Event description:
It was reported the patient was having issues with their implantable neurostimulator. It was noted the reporter mentioned the ¿wires were coming undone.¿ additional information was requested, but was not available as of the date of this report.